Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it is hard to get a reading from the sensor and has received a threshold suspend alarm. The customer's blood glucose reading after the threshold suspend was 500 mg/dl and went down to 131 mg/dl. Troubleshooting explained sensor glucose and blood glucose to customer and advised customer on proper insertion techniques. The customer was advised to monitor the site and that the sensors would be replaced.